Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both tibial and talar components for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could be confirmed based on available information and hcp assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further assessment of provided information and CT scans hcp opined that there is clear loosening visible in the CT scan tibially, as there is radiolucence and small cysts adjacent to the component. The talar component does not only show loosening, but also significant subsidence with a severe destruction of the talar bone. Therefore, the clinicians plan to revise both can be comprehended. The underlying cause of the revision is very likely to be patient related due to poor bone substance. Based on investigation, the root cause was attributed to moat likely a patient related issue. The failure was caused by poor bone substance. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both tibial and talar components for reasons that are not available at the time of this report.